Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when far field r wave oversensing resulting in inappropriate automatic mode switch episodes was observed. The device was reprogrammed. The patient was stable and monitoring will continue.